Manufacturer narrative:
An RMA was authorized but not received. Therefore, no confirmation or investigation of the complaint was possible. B4. Date of this report updated to 2 february 2024. G3. Date received by manufacturer updated to 12 january 2024. H3. Device evaluated by manufacturer? No, not returned to manufacturer h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 25th 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.